Event description:
During laparoscopic appendectomy, an endo-gia stapler tan load was used to ligate the appendix at its base. The stapler reload got stuck and would not fire. A second stapler reload was obtained, and the case completed without further incident. No harm to the patient. Device returned to vendor representative.